Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31395138l and no internal action was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse bi-directional catheter and the patient experienced unspecified clinical symptoms, however, required catheterization. It was reported that on (B)(6) 2025 the patient underwent catheter ablation. Medical treatment was provided including catheterization. No extension of hospitalization was required. The patient's condition was reported as improved. Number of ablations performed were, left superior pulmonary vein (lspv)---4, right superior pulmonary vein (rspv)---5, left inferior pulmonary vein (lipv)---4, right inferior pulmonary vein ripv---4. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.